Event description:
Patient was undergoing a right video-assisted thoracoscopic surgery (vats), lysis of adhesions, bulla resection x2, mechanical pleurodesis, pleural biopsy, removal of diaphram adhesion. There were 2 areas of the big bulla in the chest. Multiple firings of a 60 blue ethicon stapler were used and when the tissue retrieval system was used to obtain the specimen, the bag broke when in use. Another tissue retrieval system was obtained and the specimen was placed in a bag and removed from the chest. No harm came to the patient.